Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during drain 2. The home patient (hp) had added the extension line after prime. The technical service representative (tsr) explained that the hp must add the extension line prior to the hc priming. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp confirmed the cause of the alarm was that he added his extension lines after he primed the cassette. The hp advised that he was able to resume therapy successfully with new supplies. The hp stated he did not notify his nurse of the alarm and was advised to do so. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was due to use error, connecting the patient line extension set after priming. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.